Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold resulting in loss of capture at high output. The ra lead was not used and replaced on 25 oct 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with all four tines intact and undamaged. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted.